Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿not powering up¿ was confirmed. The device evaluation found the fault was identified to be on the ac-dc board. A known working test ac-dc board was fitted to the unit and all other tests passed in accordance with the original equipment manufacturer (OEM) service manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that before an unspecified diagnostic procedure during preparation for use, the high definition lcd monitor had no power. The procedure was completed using a similar device. There was no report of patient harm.